Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that ventilator inoperable alarm occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h11 results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician replaced user interface module. Booted avea successfully. Avea was not equipped with o2 inlet dogbone. An air smart connector was ordered.fsr returned, replaced dog bone and verified the est (extended systems test) and ovp (operational verification procedure) were correct. This unit passed the operational verification. And is ready for customer use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.